Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to be melted at the tip/insulation. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to reprocessing and was tagged after procedure. The thermal damage was confirmed to have been observed prior to reprocessing. There was no report or observation of arcing during the procedure in which the instrument was last used. Additionally, there was no reported patient injury during last procedural use of the instrument.